Event description:
Four cannister (3 liter) multi suction unit in or room 5 - hooked up in normal fashion, tubing connected to proper ports - then connected through 1500 ml cannister on wall. Fluid was in #1 and #2 and just beginning to enter #3 when #4 cannister exploded - lid flew into 3 pieces across room.